Event description:
It was reported that shaft break occurred. A 5.00 x 20mm synergy megatron? Drug-eluting stent was successfully deployed. However, upon removal of the catheter, it was noticed that the shaft of the balloon was broken. The device was removed. No patient complications were reported. It was further reported via medwatch mw5175460 that the target lesion was located in the right renal artery. Following deployment, the stent balloon was inflated and subsequently became stuck in a 6f non-boston scientific guiding catheter. A piece of the balloon was broken off in the hypotube. The broken piece was successfully removed from the patient. Another sheath was placed in the right femoral artery. The patient remained stable throughout the procedure and was transferred to the post-care unit.

Event description:
It was reported that shaft break occurred. A 5.00 x 20mm synergy megatron? Drug-eluting stent was successfully deployed. However, upon removal of the catheter, it was noticed that the shaft of the balloon was broken. The device was removed. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.